Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil and superior vena cava defibrillation coil were beyond the expected upper range.

Event description:
It was reported that the right ventricular (rv) lead had a suspected fracture. The rv lead was explanted and replaced. No patient co mplications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.